Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result on their e-module. The patient's initial tpsa result was 0.017 ng/ml. The patient's initial free prostate-specific antigen (fpsa) result was 0.075 ng/ml. These results were reported outside the laboratory. The initial results were questioned and retested. On (B)(6) 2013, the sample was repeated on another e-module, serial number (B)(4). The tpsa result was 0.344 ng/ml and the fpsa result was 0.088 ng/ml. On (B)(6) 2013, the sample was repeated on another e-module, serial number not provided. The tpsa result was 0.358 ng/ml and the fpsa result was 0.077 ng/ml. After all the analysis, the final reported results were tpsa of 0.344 ng/ml and fpsa of 0.075 ng/ml. There were no reports of any adverse events. The tpsa reagent lot number was 169925 and the expiration date was not provided. A performance test was done and everything was within range. It was recommended the customer perform a liquid flow cleaning. The calibration and quality control were within range. A definitive root cause could not be determined.

Manufacturer narrative:
This event occured in (B)(6).